Event description:
Complainant alleged that during routine biomedical testing of the device upon delivery of the unit to the facility, the tech received a 360 joule unintended delivery of energy. The complainant indicated that the paddles were contained in the paddle well, and that the tech had fingers wrapped around the paddle handles and that tech discharged the energy with thumbs when tech received the shock. The shock occurred to the technician's right hand and then immediately radiated up technician's arm to technician's shoulder causing tech immediate pain. An ECG performed on the tech subsequent to the event showed normal results. The complainant indicated that the tech did not experience any time loss from work, and has suffered no lingering after effects from the shock. The complainant indicated that there was pt involvement in the reported malfunction.